Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level remained within normal range, not exceeding 500 mg/dl. Technical support directed the customer to inspect and clean specific areas of the pump, but the issue persisted after attempting to load a new cartridge. As a result, it was decided to replace the pump. The customer will use a backup insulin pump in the meantime, and acknowledged the instructions for returning the faulty pump.